Event description:
The manufacturer received information alleging a patient lit a cigarette while using an everflo oxygen concentrator. The patient received burns to face and mucus membranes. The patient went to the emergency room but it is unknown what medical treatment was required. The device is currently being used by the patient and will not be returning to the manufacturer for evaluation. The patient was instructed on the safety instructions with oxygen. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."

Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670.

Manufacturer narrative:
The manufacturer received information alleging a patient lit a cigarette while using an everflo oxygen concentrator. The patient received burns to face and mucus membranes. The patient went to the emergency room but it is unknown what medical treatment was required. This event is assessed as possibly related to the device in this case. Based on the available information, the manufacture concludes no further investigation is required. There was no medical intervention required by the patient. Making an attempt to have the device and components returned for evaluation and customer don't want to return the device. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report. Section h6 was corrected which captured wrong in initial report.